Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure and prior to ports placement, repeated recoverable error occurred on universal surgical manipulator (usm) 4. The customer elected to disable usm 4 and continue the procedure with the remaining three usm arms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have electrical/ fiberoptic defects causing a high side/ power switch issue leading to error 32101. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.